Event description:
I manage this patient's osa. He is on asv pap machine. This patient reports using soclean at home. This patient as well as many other patients who use soclean seem to be under the impression that soclean would clean their pap machine; these patients stop cleaning their pap machine. They all reference to some ad they have seen on tv that claims that soclean cleans pap machine for them. This patient acquired nasal/sinus congestion since he has started using soclean. Whenever he is away from home and does not use soclean, his nasal/sinus congestion symptoms resolve. FDA safety report ID # (B)(4).